Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to confirm the issue - the unit was not delivering breaths. Vyaire field service representative (fsr) evaluated the device on-site. Investigation revealed that unit had a disconnected tube in the ex flow transducer. Tubing is yellowed & very brittle. The tubing kit was then replaced in order to proceed with the unit preventive maintenance.